Manufacturer narrative:
B5 amended. D6b explant date updated.

Event description:
An impella 5.5 was inserted in a 62 year old male for cardiomyopathy. Following implantation, pink/red urine output was noted at the bedside. A foley catheter had been placed, but no urine color had been documented prior to impella placement. The hemolysis was most likely related to patient specific factors, including critical illness, underlying cardiac dysfunction, and potential hemodynamic instability. Hemolysis is a known risk described in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hematuria. The patient was in stable condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details, including data logs.